Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the heart failure program data coordinator that during the first attempt in converting the pt to a pocket system controller, once the driveline was connected, the pump did not start. No data displayed on the pocket system controller or system monitor and no alarms. The pt was placed back on a epc system controller, tried again with the same results. Then, another pocket system controller was used with no issue.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.